Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 35mm watchman flx pro closure device was selected to be used. During the procedure the closure device did not met position, anchor, size and seal (pass) criteria and upon recapture of the closure device the anchors were stuck in the tissue. A recapture was attempted three (3) times and on the third attempt the closure device was recaptured and the closure device released from the tissue. When a post recapture effusion sweep was performed on transesophageal echocardiography (tee), an effusion was noted. The physician performed pericardiocentesis to drain the fluid and a cell saver was used to give the patient back the blood. The patient is on the coronary care unit (ccu) and is expected to fully recover.